Event description:
It was reported to vyaire medical that leak occurred during use on a patient on the lap top ventilator 2150. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation:d9, g3, g6, h2, h3, h6 & h10. Results of investigation: vyaire medical received the device for evaluation. Visual inspection was performed and found no indication of damage, misuse, or contamination. The following test was performed to verify the uut (unit under test) performance. Ltv solenoid manifold test ¿ uut passed. Solenoid manifold high and low leak test using test fixture manometer, high and low leak down rates of (B)(4) cmh2o respectively in 1 minute. Uut passed where the results are =1 cmh2o. Uut last underwent an automated ltv solenoid test on 18jun2019 and passed all counts. The reported complaint was not duplicated, uut was tested and found to specification. This is not the cause of failure. The reported complaint was not duplicated. Uut was tested and found to specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.